Manufacturer narrative:
It was reported that upon the surgeon impacting the femoral head onto the stem, a 15mm fracture was created on the medial calcar. The surgeon used a cable to stabilize the fracture and the changed the post operative protocol to non-weight bearing for six weeks. The remainder of the surgery was completed successfully. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that upon the surgeon impacting the femoral head onto the stem, a 15mm fracture was created on the medial calcar. The surgeon used a cable to stabilize the fracture and the changed the post operative protocol to non-weight bearing for six weeks. The remainder of the surgery was completed successfully.